Event description:
It was reported that during hip surgery, the tip of the reamer broke off during the reaming process. Surgical time was extended by 0-15 min.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (photographs) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).